Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00201 and 9616099-2010-00202. (B) (4) cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Concomitant devices were unknown. It was reported the patient has no allergy. A patient experienced a thrombotic event four days post implantation of two cypher stents and a repeat thrombotic event approximately a week later. Past medical history that may have increased this patient¿s risk for mace includes old myocardial infarction, hypertension, smoking history, and previous percutaneous coronary intervention. The patient had not known drug allergies. During the index procedure, pci was conducted to treat a type c lesion in the proximal right coronary artery. The lesion was described as a focal restenosis of a non-cordis stent implanted seven months before. The IFU indicates that the safety and effectiveness of cypher has not yet been established in patients with restenotic lesions. The lesion was 40mm in length in a 2.5mm reference vessel diameter. According to the IFU, this product is indicated for use in discrete lesions equal to or less than 30mm in length. The lesion was pre-dilated before a 2.5 x 18mm cypher was implanted at 20 atms distal to the non-cordis stent and overlapping it. Then, a 2.5x23mm cypher was implanted at 20atms inside the non-cordis stent and overlapping the first cypher stent. The rated burst pressure indicated in the IFU is 16 atmospheres. Post-dilation was not performed and residual stenosis was 0%. Pre and post-procedure timi flow was 3. Ivus was not conducted. Post-procedural medications included aspirin and plavix. Approximately four days after the cypher stents were implanted, the patient¿s ECG appeared abnormal. The patient developed chest pain and ¿fainted away¿; however his vital signs remained stable. Coronary arteriography revealed a thrombus in the distal portion of both cypher stents. Treatment included thrombus aspiration and balloon angioplasty. Omega-3 fatty acid was started. Approximately one week after the first thrombosis, the patient experienced chest pain and was subsequently diagnosed with a thrombus in the distal portion of the cypher stents. Treatment included aspiration and balloon angioplasty. Cilostazol was also started. Approximately three weeks after hospitalization, the patient was discharged. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Thrombotic events are a known potential adverse event following stent implantation. Patients who are known to be at high-risk for thrombotic events include those with long lesions. The cause of the patient's fainting episode was not known, however it may possibly be related to the effects of the thrombotic event together with the chest pain and abnormal EKG reported. The physician commented that the cause of the thrombotic event was possible allergy to sirolimus or polymer. Several components of the des could be responsible for the hypersensitivity reaction. These include the polymer coating, the sirolimus drug or the stent itself. There is clinical evidence showing that the most likely etiology of a hypersensitivity reaction is the polymer coating of the des and it is associated with late thrombotic events. However, the polymer is not exposed until the drug sirolimus which is coating it, is dissolved. This process will take approximately three months. Based on the information provided, there are possible vessel characteristics (restenotic lesion, type c, small diameter, 40mm in length) and procedural factors that may have contributed to the thrombotic events. The patient was not tested for allergy to sirolimus, therefore it is not possible to draw a conclusion about a clinical relationship between the device and the events.

Event description:
Approximately four days after the cypher stents were implanted, the patient experienced two separate thrombotic events. The cypher stents were implanted due to restenosis of a non-cordis stent. The target lesion was located in the proximal right coronary artery. The lesion was described as concentric and 40mm in length. The reference vessel was 2.5mm in diameter. The non-cordis stent was pre-dilated at 18atms and the first 2.5 x 18mm cypher stent was implanted at 20 atms overlapping the non-cordis stent. The second cypher stent was implanted at 20atms inside the non-cordis stent, thus overlapping the first cypher stent. Post-dilation was not performed and residual stenosis was 0%. Pre and post-procedure timi flow was 3. Act was not measured. Approximately four days after the cypher stents were implanted, the patient¿s ECG appeared abnormal. The patient developed chest pain and ¿fainted away¿; however his vital signs remained stable. Coronary arteriography revealed a thrombus in the distal portion of both cypher stents. Treatment included aspiration and balloon angioplasty at 18atms for a total of 120 seconds. Ethyl icosapentate was also administered. Approximately one week after the first thrombosis, the patient experienced chest pain and was subsequently diagnosed with a thrombosis in the distal portion of the cypher stents. Treatment included aspiration and balloon angioplasty. Cilostazol was also administered. Approximately three weeks after hospitalization, the patient was discharged. The physician felt that a possible cause for the thrombotic events was a possible allergy to sirolimus or polymer. No allergy test was performed.